Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-sep-2019 with the following findings: during investigation, the black box contains dates from (B)(6)2013 to (B)(6)/2013. The black box and histories for the issue reported on (B)(6)/2011 have been overwritten. The available daily insulin delivery totals correctly reflected programmed basal rates. The pump history showed that the pump was delivering the programmed basal rate until deliveries were halted at 6:18pm on (B)(6)/2013. The pump passed delivery accuracy testing and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter reported that for the past four days, the patient obtained low morning blood glucose readings ranging from 30 mg/dl to 40 mg/dl. The patient did not report experiencing any symptoms of hypoglycemia. The patient administered self-treatment by consuming carbohydrates; she did not seek any medical attention. The patient noted the low blood glucose levels have occurred after the physician increased her 3:00 am basal rate. Troubleshooting revealed the patient's technique was correct, the pump date/time is correct and there was no evidence the pump was not delivering insulin accurately and correctly. However, as the patient experienced blood glucose levels suggesting severe hypoglycemia and received treatment with food while using the pump, this complaint is being reported.